Event description:
The user facility reported a 82-year-old male was implanted with an impella cp. After being placed on impella cp support, the patient developed leg ischemia. The impella was explanted due to the ischemia.

Manufacturer narrative:
The investigation into the reported limb ischemia has been completed. The device was not returned for evaluation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.